Event description:
The customer reported a loss of communication between the ambulatory telepack and dpm central station. No pt injury was reported.

Manufacturer narrative:
The company rep evaluated the system and verified the reported problem. The customer was provided with a replacement ambulatory telepack. The system was tested to factory's specifications. It functioned normally and was returned to use.